Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a disposable sterile urinary catheter was used for indwelling urinary catheterization on (B)(6) 2021. When the quilt was opened to turn the patient over, it was found that the patient¿s disposable sterile urinary catheter dropped the balloon stem flat on (B)(6) 2021. A new disposable sterile catheter was used for indwelling urinary catheterization. It was mentioned that the urinary catheter balloon leaked and falls off and it needs to be re-indwelled. It was also confirmed that foley catheter balloon ruptured.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events. Potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to. Postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site.